Manufacturer narrative:
The field service engineer (fse) replaced all low vacuum pinch valve tubing, the blood sampling valve actuator and the pneumatic monitoring board to resolve low vacuum issues. The fse then verified instrument's operation. Although several parts were replaced the specific root cause of this event could not be determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.

Event description:
Customer reported that erroneously low white blood cell (wbc) counts were generated by the coulter hmx hematology analyzer with autoloader for two patient samples. The results were reported out of the laboratory. The customer noticed that the wbc results did not match the patients' diagnosis after reviewing the results. The samples were re-run on the same system and on another laboratory reference system and the results obtained were within expectation for the patients' diagnosis. The reference instrument's patient data was not provided. The corrected results were reported out. There was no death, injury or change to the patients' care or treatment.